Manufacturer narrative:
Should additional information become available, this event will be further updated.

Event description:
It was reported that the patient with this device received several inappropriate shock therapies. A device interrogation and in clinic follow-up, showed the unit had been programmed in the alternate vector. Myopotential oversensing could be invoked during in office manipulation via arm extension and forward bending. Data was uploaded for a technical assessment and programming guidance. It was further reported the patient has four surgically abandoned transvenous leads and the sicd was implanted via the two incision technique. The technical services review and feedback indicated that the likely root cause of the inappropriate therapy was due to challenging system sensing of various morphologies coupled with small amplitudes. Since noise was reproducible via arm lifting, it was suggested this maybe related to the superficial and anterior device implant placement and/or the two incision implant technique. However, should reprogramming not resolve this oversensing, an invasive intervention may be required. To date, no invasive intervention has been reported.